Event description:
It was reported that the patient underwent a l4-s1 posterior spinal surgical procedure with rods and screws without a vertebral body replacement device. It was reported that the screw at s1 broke. The patient underwent a revision to replace the broken screw and vb replacements were added. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.